Event description:
A caller reported a tandem mobi cartridge alarm, confirmed as cartridge alarm 34 by technical support. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and informed the caller about the necessary precautions regarding magnets and software updates. The customer was advised to use mdi as a backup therapy and provided instructions for the storage and return of the faulty pump, which they understood and acknowledged.